Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5098113 that a female patient who underwent an unspecified breast surgery with two unknown mentor silicone breast implants has experienced unexplained systemic symptoms postoperatively, including tired all the time. Memory loss, difficulty concentrating, hair loss, low arc drive, acne, anxiety, hypothyroidism, weight gain, white tongue, gluten intolerance, joint pain, headaches, and migraines. The patient reported that she has seen six doctors in 10 years and they couldn't find anything wrong other than hypothyroidism, and even medicine for that didn't relieve and symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.